Event description:
It was reported that the system 9800 could not save images with the handswitch or the workstation controls. There was no adverse patient involvement reported.

Manufacturer narrative:
A ge service representative performed an investigation over the phone with the operator. The malfunction was initially verified. The handswitch was disconnected and reconnected and then the system was reinitialized. The problem could then no longer be duplicated. Suspect bad connection at handswitch cable as possible cause. The system was tested and found to be working as intended and placed back into service.